Event description:
Reporter received of a leak of a chemotherapeutic agent. The customer reported that the pt was receiving taxotere 250ml piggyback into a primary line of normal saline infusion. The taxotere was infusing at 275ml/hr. The pt noted fluid dripping onto the floor and notified the nurse. The nurse observed fluid dripping from an unspecified area of the filter. The specific amount of leakage was not known, however the nurse reported "about 130 ml remained in the secondary bag'. A replacement secondary line was attached to the taxotere bag and the remaining drug was delivered to complete the therapy. There were no reported adverse pt. Though requested, no additional info was provided.